Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the date of pump implant was unknown. Following a filling of the pump, a dosing error between units regarding mcg and mg occurred during the procedure. The pump was set to a minimum flow rate. The patient transferred to intensive care. Regarding factors that may have led or contributed to the issue, medical error was indicated. No diagnostic tests or troubleshooting were performed. No surgical intervention was planned or performed. The pump remained implanted and in-service. The issue was resolved as of (B)(6) 2026. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available. Additional information was received from a company representative on 2025-feb-04. The patient was found in a coma and transferred to intensive care as per the physician. It was clarified that there were no medication errors, but there was an error in the units used to measure the medication concentration. The clinician programmer software version being used at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, software version: unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID a810 product type software product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider via a company representative reported that the event was due to human error during the entry of the unit, specifically between mcg and mg. They entered 0.5 mcg/ml on the tablet, whereas the pump contained 0.5 mg/ml.